Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had button error alarm. The customer¿s blood glucose was unknown at the time of incident. The customer stated that the buttons were harder to press and need to press twice. The customer also stated that motor was loud during rewind. The insulin pump will not be returned for analysis.